Event description:
The customer reported that the left monitor shows a split screen image with two semi circles. When attempting to fluoro, the system displayed a jumbled image with split a screen. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.